Manufacturer narrative:
(B)(4). Batch # m54p78. Additional information was requested and the following was obtained: when the load only released half of the staples, did the device deliver a cut line? If yes, were the staple line and the cut line equal in length? I did not attend the case. I have no further information than what I put previously. The analysis found that one ec60a device was returned with no apparent damage with an ecr60b cartridge reload loaded on the device. The cartridge reload was received partially fired 2/3 and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, the load only released half of the staples. Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient.